Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4).(ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for moisissures (1 cfu/endoscope) the testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, the following microbes were detected from the sample collected from the subject device. [Suction channel] aerobic microorganisms (42 cfu/100ml) at 30 for 3 days aerobic microorganisms (42 cfu/100ml) at 30 for 5 days -seudomonas aeruginosa (unspecified number) [instrument channel] aerobic microorganisms (>115 cfu/100ml) at 30 for 3 days aerobic microorganisms (>115 cfu/100ml) at 30 for 5 days pseudomonas aeruginosa (unspecified number) [air/water channel] aerobic microorganisms (<1 cfu/100ml) at 30 for 3 days aerobic microorganisms (<1 cfu/100ml) at 30 for 5 days [auxiliary water channel] aerobic microorganisms (<1 cfu/100ml) at 30 for 3 days aerobic microorganisms (<1 cfu/100ml) at 30 for 5 days other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 3, and 4, using peracetic acid. If additional information becomes available, this report will be supplemented.